Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alerts after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating. Subsequently, the pump shut down. The customer's blood glucose level was 110 mg/dl. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter.